Event description:
Biomed reported an alleged overinfusion of heparin. Customer stated that the intended programming of the heparin was 1000 units/hr at a arte of 10ml/hr. The incident occurred between 4-6pm. Rn went back into room to hand pt off and realized there was only approximately 50cc left in bag. There were two extra lab draws for monitoring and close watching of pt. Customer stated that no addition event or pt info is available.

Manufacturer narrative:
(B)(4). As requested by the customer, a log review was conducted and an over infusion was confirmed. The customer reported the intended programming was 1000 units/hr at a rate of 10 ml/hr; per the log review, on (B)(6) 2012 at 2:56pm, the user programmed the device to infuse 1000 units/hr at a rate of 100 ml/hr. (User entered an incorrect concentration which then calculated the rate to 100 ml/hr.) By 5:11pm the primary volume infused was 209.4 ml. The root cause of the reported over infusion event was a programming issue by the user.